Event description:
The customer reported a leak from of a unicel dxc 800 pro synchron system; the customer reported observing fluid on the instrument's modular chemistry compartment and ion selective electrode (ise) drip tray. The customer was wearing a lab coat, gloves, and protective eyewear when the leak was found. The leak was contained to the instrument. There were no reports of injury or of direct contact with the leak. There were no erroneous results generated due to the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the ise drain valve had failed resulting in the overflow at the ise drain. The fse replaced the valve. There were no further reports of leaks. (B)(4).